Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the reported event. There was no adverse impact to customer's blood glucose. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.